Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced loose drive support cap. The customer's blood glucose value was 58 mg/dl in the morning and current blood glucose was 143 mg/dl. The customer treated with breakfast. The customer stated that the drive support cap broke off and went missing. The product was returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No cosmetic damage was noted. The drive support disk was inspected and no anomaly was noted.